Event description:
It was reported that during an anterior cervical discectomy fusion surgery the attachment device "got hot during use and that the bearings may be worn". The reporter did not know if irrigation was used. There were no delays to the planned surgical procedure as the surgery was completed successfully with the same device. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the condition was confirmed. A functional assessment was performed which confirmed that the bearings are damaged. The cause was determined to be normal wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.